Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation before a device replacement (normal eri), noise was observed and could be reproduced with isometric movements of left arm. The patient condition was good. The physician decided to monitor the lead.